Event description:
It was reported that the pt presented to the clinic after receiving a vibratory pt notifier. Upon interrogation, the device exhibited backup vvi. A firmware download successfully resolved the backup operation.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.